Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an ongoing air in line alarm. Per reporter, the pump is at hospital in the home (hith) level 7. Per reporter, action taken: returned to the emergency department after hours. Air was removed via 3-way tap. 10 minutes after air removed - air was back in the bag. The patient sent home off of intravenous antibiotics and review by hith nurse at home in the morning. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned this complaint will be reopened for further investigation.